Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was continuously removed through the side port of the sheath. The sheath was repositioned so the port was facing upward, and aspiration was performed slowly, without resolve. The sheath was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that eight injections were performed with the balloon catheter and inflation were not sustained at the second and sixth injection. Also, data files showed that the temperature did not go below negative thirty-five degrees celsius at the first injection. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. In conclusion, the reported air ingress issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.